Event description:
Eri was confirmed when the device was interrogated on 10/30 at the hospital. Eri alert was also confirmed via remote monitoring next day. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.